Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms during delivery of shock therapy resulting in a shock lead open message being recorded. Boston scientific technical services (ts) discussed troubleshooting options. The system was viewed under fluoroscopy and no anomalies were noted. An invasive procedure was performed. Lead to device header connections were verified to be appropriate. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.